Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated, along with multiple cracks to the components. After repair of the device it passed all functional test. There was no previous service history on the device.

Event description:
It was reported that the device was not working as expected.